Manufacturer narrative:
The account replaced the retracting frame to repair the bed.

Event description:
The account alleged that the head section of the retracting frame is twisted and has created a sharp edge due to broken welds at cross tubes on the retracting frame at the seat section.